Event description:
A cartridge alarm was reported, causing the blood glucose level to display as "high," though the specific value was unknown. The customer administered a correction bolus via the pump and required no third-party assistance beyond normal support, as they were not incapacitated by the glucose level. The customer continued to use the pump for insulin therapy.